Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) dislodged. Upon review, it was noted that the lp exhibited failure to capture and failure to sense. X-ray imaging was performed and revealed the lp dislodged and migrated to the left femoral vein. The lp was deactivated. The patient was discharged.